Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652, ra lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in impedance, low r waves, and high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the rv (right ventricular) pacing lead was beyond the expected upper range. It also indicated pacing capture threshold in the right ventricle was elevated, and that there was an r-wave amplitude measurement issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additional reported that the rv lead exhibited high impedance.